Manufacturer narrative:
2visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over/ under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Wählen sie ein element aus. Internal inspection: after dismantling of the shuntassistant®, deposits were found inside. Results: based on our investigation results, we can determine deposits. The deposits had no affect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant (part # fv251t) was implanted during a procedure performed (B)(6) 2018. According to the complainant, the valve was believed to be operated in under-drainage and non-adjustability. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years, height: 120 centimeters (cm), weight: 15 kilograms (kg), gender: female. Same event as: #3004721439-2022-00418.